Event description:
It was reported the patient's scs ipg pocket was relocated during revision surgery due to discomfort at the ipg site.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.